Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor came apart into two pieces when they had it in the serter. The sensor's needle guard remained in the serter and the other piece was out. Customer's blood glucose level was around 6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Was unable to confirm needle anomalies due to customer return only sensors.